Event description:
It was reported by the affiliate that the (1) mcm30 was used during a vascular (varix) procedure. The clips would not feed. The case was completed with another instrument and with no pt consequence.